Event description:
It was reported the case, hooks, and loops are broken on the external pulse generator (epg). The epg was returned for repair. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper case and lower case were broken, two side bails were missing and the ring was missing. It was also noted that the battery release was contaminated, the ring cover was broken, two side bail covers were broken, the lead flex cover was contaminated, the battery contacts were compressed, the battery drawer was broken, the display was out of specification (pixel segments missing) and the keyboard pad was contaminated. (B)(4).